Manufacturer narrative:
(B)(4). Investigation of the returned device found the plunger, suture, link, needles, and cuffs were not returned with the device. Without the return of the missing components, the scope of this investigation was limited and the reported experience could not be confirmed. Reportedly, needle deployment and suture retrieval were successful. However, while delivering, the suture knot to the arterial surface to close the vessel, the suture broke. Inspection of the returned device revealed no abnormal observations that could contribute to the reported suture break during the knot advancement. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation, the device performed according to specification and a root cause related to the device could not be determined. The probable root cause for the reported suture break is applying excessive pressure to the suture while delivering the suture knot. No manufacturing or quality issues were detected. Review of the device lot history record did not reveal any non-conformity which could have contributed to this event.

Event description:
It was reported that the 2.5 x 12 mm xience stent delivery system (sds) failed to cross through a previously placed stent [placed in prior procedure] and was removed from the patient. The 2.5 x 23 mm xience (sds) was then attempted. It crossed through the previously placed stent, but would not cross all the way to the lesion. The physician continued to attempt to advance it to the lesion, and the stent dislodged, remaining on the guide wire. It was deployed with a smaller balloon just proximal to the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. The perclose proglide (part #112673-03, lot #900306h) is being reported under as separate medwatch report number.

Event description:
It was reported that a physician trained in the use oft he perclose proglide device attempted arteriotomy closure of a femoral vessel after an interventional procedure. Reportedly, while "tying the knot", the suture broke. Another proglide was used with the same experience. It is not specified as to how hemostasis was achieved. There was no reported adverse patient sequela. Though requested, additional information was not provided.